Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 396 and rising. Reportedly, customer went to the school nurse to address bg. Contact suspected cause of elevated bg was due to the infusion set. At the time of the report, contact declined follow up from tandem technical support (cts). Although multiple attempts were made by cts to perform a pump system check and to confirm treatment of bg, contact did not reply.